Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event. No further issues were reported after the service visit.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. The sample initially resulted with an hcg value of 0.18 miu/ml and this value was reported outside of the laboratory to the doctor. The doctor questioned the result, so the sample was repeated on (B)(6) 2018, resulting as 9045 miu/ml accompanied by a data flag. The doctor stated that the repeat value was more believable. No adverse events were alleged to have occurred with the patient. The hcg reagent lot number was 284292. The reagent expiration date was asked for, but not provided. The field service engineer adjusted the sample probe. He also noticed that a screw at the top of the photometer was loose. He tightened the screw.